Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp)'s arterial pressure port clip was worn causing the arterial pressure cable to become unsecured . There was no patient involvement or harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: b5, h6 (investigation findings).

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the red port tab was broken. The fse replaced the front end board (0670-00-1164) and reloaded the b.17 software. There were no error logs present. The product passed all functional and safety checks per manufacturer specifications.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp)'s arterial pressure port clip was worn causing the arterial pressure cable to become unsecured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s red clip in patient port is broken. There was no patient involved.